Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's impedances showed a contact that was green but still was 12000 ohms. No symptoms reported. No further complications were reported/anticipated.